Event description:
Customer called to report a bloody leak of approximately 40 milliliters from the coulter lh750 hematology analyzer, which leaked onto the counter. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and replaced the tubing that had popped off the bottom of the flowcell. In addition, the fse found that blood was not being backwashed from the aspiration needle to the diff (differential) shear valve. The fse replaced the diff shear valve and reconnected the connection for solenoid 68. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).